Manufacturer narrative:
Reliability analysis inspected 1 opened and used partial sensor and did continuity resistance test and sensor failed test. Analysis was unable to confirm if the insertion anomaly was due to customer did not return the insertion needle.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 116 mg/dl and sensor glucose was 70 mg/dl at the time of call. The customer also reported that they found that the cannula was split. The sensor was returned for analysis.